Manufacturer narrative:
(B)(4). Lockout. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. However, the lockout mechanism was found to be non-functional. In order to evaluate the condition of the device's internal components, the device was disassembled. Upon disassembling, the handle lockout posts were found to be broken which denotes that the lockout had been fired through as a results of a lockout premature. It could not be determined what may have caused the found condition. Please note that this condition is unrelated with the incident reported. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were malformed and slipped out of the jaw. It is unknown how the procedure was completed. There were no adverse consequences for the patient.